Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had high impedance. On (B)(6) 2018, the lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: the event date should have (B)(4) 2018 rather than (B)(4) 2018